Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This supplemental report is submitted to report additional information.

Event description:
It was found that the microorganism detected from the subject device was staphylocoque à coagulase negative (8 ufc/100ml).

Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp. For evaluation. The exact cause of the event could not be concluded at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the subject device was tested positive for an unspecified microorganism when the user facility conducted a routine microbiological test. It is unknown in which part of the scope the microorganisms were found. There was no report of patient infection associated with this report.